Event description:
It has been reported to philips that there was uncommanded motion of the c-arm. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue happened during a coronary treatment. The philips field service engineer (fse) assessed the system on-site and confirmed that there was un-commanded motion of the c-arm. Analysis of the system log files did not show any related malfunctions, as the mechanical failures of the ui module are mostly not logged as malfunctions of the ui module. To resolve the issue, fse replaced the geo module kit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.